Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the light guide fiber bundle (lcb) broken, the plug to cable attaching base broken, the remote control button cracked, the control body corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the plug to cable attaching base leak, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).